Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that emergency medical service was dispatched and they were in emergency room and hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2020. The customer¿s blood glucose level was over 600 mg/dl at time of incident. Current blood glucose level was 180 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin drip and manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. The sensor was filled with blood. Sensor glucose value was 198 mg/dl and blood glucose was 357 mg/dl. The device will not be returned for analysis.